Event description:
Pt in hosp and had exploratory abdominal surgery. Two days post surgery a blood glucose test was performed on the suspect device. The result was 316mg/dl. The doctor gave 6 units of r insulin upon this reading. Blood was drawn for a lab test at the same time the suspect device was used. The lab test was performed about one hour later. The lab results was 177mg/dl. The doctor claimed no insulin would have been given if the blood glucose value of 177mg/dl was known. Glucose controls were tested on the suspect device with the following results: l1=70mg/dl (acceptable range 47-97mg/dl) and l2= 332mg/dl (acceptable range 270-366mg/dl). Both glucose control levels were in range. The pt has been dehydrated and treated for hyper-alimentation.